Event description:
Customer reported a malfunction with their insulin pump, specifically a malfunction code malf 12, and had experienced at least three occurrences of this issue with this particular device. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and provided the customer with a model that includes the latest software. Customer was advised to use an alternate method.